Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument shows no damages or manufacturing abnormalities. The multifix s ultra knotless anchor is partially detached and one piece was returned with the device. The rest of the anchor part was not returned. No sutures were returned with the device. The returned multifix s-ultra 5.5 knotless anchor is a single used device and cannot be functional tested. The deployment knob rotate easily in both directions. An attempt was made to test the basic functions of this instrument. The deployment knob rotate easily in both directions. The end cap including the rod at distal end can be continuously rotated in both directions. The complaint was verified but the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Update lot number to unknown.

Event description:
It was reported that during surgery, the implant was used correctly however, upon screwing it on the bone the implant tip broke. It was removed by surgeon hand. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.